Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. Noisy motor during testing due to faulty motor.

Event description:
It was reported that the insulin pump had a scratched display and cannot be read. It was also mentioned that the motor on the insulin pump was very loud. Advised that the insulin pump will be replaced. Nothing further reported.